Manufacturer narrative:
Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection of the returned device was performed following bwi procedures. Visual analysis of the returned sample revealed a cut and reddish material in the pebax. The root cause of the damage on the pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specifications and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. A manufacturing record evaluation was performed and no internal action was found during the review. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an supraventricular tachycardia (svt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a cut in the pebax. It was initially reported by the customer that there was fluid accumulation at the distal end of the catheter at the spring. The physician was concerned, so the catheter was exchanged. The issue was resolved. The procedure was continued and completed. There was no patient consequence. Additional information was received indicating the doctor used a mullens sheath (image also attached). There was no difficulty maneuvering the catheter before or after withdrawal, the physician just noticed the blood buildup when he was exchanging for a sheath. The catheter itself did not seem to be damaged. As such, the customer¿s reported issue of fluid accumulation inside the catheter¿s springs is not considered to be MDR reportable since there was no report of damage to the pebax integrity that could cause the foreign material travels into the blood circulation. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 11-jan-2023, the bwi pal revealed that a visual inspection of the returned device found a ¿cut¿ and reddish material in the pebax. These findings have been reviewed and determined to be MDR reportable as a malfunction since the integrity of the device appears to be compromised.